Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 was not detected on bus. A field service engineer opened the back panel and found that the module board¿s orange communication light was not displaying for main drawer 3.2, and no lights were visible on the controller board. The controller board and module board for drawer 3.2 were removed and replaced. The station was then rebooted, and the drawer was reconfigured in the application. During inspection, drawer 3.2 was found to have stiff rails. The drawer was removed from the station, and the damaged bumpers were replaced. The drawer was returned to the station and tested for opening and closing, with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.